Manufacturer narrative:
The cause of the failure is a non-device related factor such as adverse events related to the patient's condition. The observed implant failure(s), however, can result from excessive loading and/or the absence of fusion within six months post-surgery.

Event description:
On (B)(6) 2020, initial l4, l5, s1 left & l5,s1 right instrumentation surgery was performed. On (B)(6) 2023, revision l4, l5, s1 left & l4,l5,s1 right instrumentation extension surgery was performed after the removal of broken s1 screws. Pre- or post-op x-ray etc., were not provided. All removed components were not returned for evaluation. S1 screws were broken in the middle region of the screw shaft. No harm or injury to the patient was reported before or after the surgery. The last surgery's doctor's operative reports were provided. The cause is pseudoarthrosis ( a condition when bones fail to fuse with one another due to the patient's reduced ability to generate bone-producing cells (called osteoblasts) needed for fusion.) This is a non-device related factors such as adverse events related to patient condition.